Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including replacement of the cup, ict- ref, with probes. Part replacement resolved the issue. The module function was verified with a control run. An instrument service history review for (B)(6) found no additional discrepant sodium results were reported post the current event was identified. A review of complaint and trending data for the alinity c did not identify an increase in complaint activity for the complaint issue. Additionally, a review of complaint and trending data for the cup, ict- ref, with probes did not identify an increase in complaint activity. A review of manufacturing documentation did not identify any nonconformances for the part associated with this complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module (serial (B)(6) or the cup, ict- ref, with probes were identified.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple patient samples. The following example data was provided: sample 1: initial result = 112 mmol/l, repeat = 137 mmol/l sample 2: initial result = 110 mmol/l, repeat = 140 mmol/l (B)(6) 2025 sample ID (B)(6) initial result = 109 mmol/l, repeat = 137 mmol/l additionally, the customer noted instrument error message 1607 ¿calibration failed for assay, insufficient calibrator replicates¿. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple patient samples. The following example data was provided: sample 1: initial result = 112 mmol/l, repeat = 137 mmol/l. Sample 2: initial result = 110 mmol/l, repeat = 140 mmol/l. (B)(6) 2025 sample ID (B)(6) initial result = 109 mmol/l, repeat = 137 mmol/l. Additionally, the customer noted instrument error message 1607 ¿calibration failed for assay, insufficient calibrator replicates¿. No impact to patient management was reported.